Event description:
Complainant alleged that after successfully defibrillating a female pt, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.